Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (e315 error code) was not confirmed or duplicated. In addition, service found the bending angle was out of specification, there was play in the angulation knob, the drainage function of the nozzle was reduced, there was water invasion in the scope connector, the tip cover was burnt, the metal part on the tip cover was damaged, the adhesive on the bending section cover was chipped, and the image guide tube was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error). The reported issue occurred before an unspecified procedure. The procedure was not affected. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.